Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms continued to be observed. A lead fracture or insulation issue was suspected. An invasive procedure was performed. The lead was surgically abandoned and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in a red alert in the remote home monitoring system. Review of stored device memory noted that the last delivered shock showed a shock impedance measurement of 48 ohms. It was noted that the patient has a history of slow ventricular tachycardia (vt) and anti-tachycardia pacing (atp) has been successfully converting the rhythm. The health care professional (hcp) elected to increase the red alert trigger to 150 ohms and continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.